Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring =500 mg/dl. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient administered insulin via injection as treatment. The reporter alleged an inaccurate delivery issue; the basal history reportedly does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an inaccurate delivery issue.